Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber had a leak between the dome and the base. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the chamber dome was cracked at the bracket, near the base. Residue was found around the crack and also inside the chamber. The feedset spike was missing from the chamber. A lot check revealed no other complaints of this nature for lot number 111118. Conclusion: we have recently completed an investigation into the cracking of the mr290v chambers. Our investigation results indicate that the cracking observed on the chamber from this complaint was most likely caused by environmental stress cracking due to the chamber dome coming into contact with cleaning products, specifically products that are alcohol-based. Based on our inspection of the returned device, the residue present on the chamber dome indicates that the dome came in contact with cleaning solutions containing ethanol, which resulted in the cracking of the chamber. The mr290 humidification chamber is a single use device, manufactured in a clean working environment and as such does not need to be cleaned. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product." Every mr290 chamber is pressure tested to 8kpa (200cmh2o) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is 8kpa. (B)(4).